Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer's reported overnight blood glucose value when they admitted was 800 mg/dl. Customer stated that they visited to emergency room admitted to hospital emergency medical services dispatched date of hospitalization was (B)(6) 2021. Customer stated that there was sleeping indicate symptoms reported at the time of hospitalization event was confusion, feeling sick or unwell, altered vision or vision changes reason of hospitalization was high blood glucose. Customer stated that the hospitalization treatment was intravenous insulin infusion drip. Another blood glucose was 166mg/dl. Customer stated that the symptoms reported related high blood glucose was nausea, vomiting, abdominal pain. Customer stated that they was using insulin pump 48 hours of reported high blood glucose event. Customer stated that the auto mode feature active at time of high blood glucose event. Customer stated that they treated high blood glucose by using insulin pump and other emergency medical service dispatched when high blood glucose event occurred on (B)(6) 2021.the insulin pump will not be returned for analysis.